Event description:
It was reported that the patient experienced discomfort with an inflatable penile prosthesis (ipp). The ipp left cylinder was measured and found to be too short, the 3cm rte was explanted and a new 5cm rte was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.